Event description:
Additional information received identified that surgical intervention was undertaken wherein the ipg was explanted and replaced with another model (ipg was no longer holding a charge) reportedly, therapy was restored post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs ipg was unable to communicate with the external devices. Troubleshooting was attempted to no avail. As a result, the patient may schedule an appointment with the surgeon as a next course of action.